Event description:
It was reported that the devices were leaking during procedures. No further information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.